Event description:
The customer reported being hospitalized due to low blood glucose levels, with a reading of 40 mg/dl. Prior to the event, the customer was in a car accident, and was the driver. The customer sustained a leg injury in the accident. The customer stated that her blood glucose level went low because she made changes to her carbohydrate ratio. The customer stated that she experiences low blood glucose levels anytime she makes changes to her insulin pump settings. The customer felt that the insulin pump and infusion sets are working just fine. The customer did express an interest in continuous glucose monitoring therapy as she does not feel symptoms when her blood glucose levels go low. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.